Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection found dents in the device case, likely caused during the explant procedure. A review of device memory confirmed the high voltage system fault occurred for the shock lead open condition. Manual shock impedance testing was performed. A 50 ohms shock load was attached to the device and measurements were taken in all configurations. From rv coil to ra coil, programmed to 50 ohms, the shock impedance measured 51 ohms. In the rv coil to can configuration, programmed to 75 ohms, the shock impedance measured 79 ohms. From the triad configuration, programmed to 41.6 ohms, the shock impedance measured 42 ohms. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. Finally, a series of electrical tests were performed, and again, normal device function was observed. Analysis testing could not reproduce the reported clinical observations.

Event description:
Boston scientific received information that during the implant procedure, defibrillation threshold (dft) testing was unsuccessful. Several shocks were delivered through the device but the arrhythmia was not converted and an external shock was required. Afterwards, a code 1005 was observed. Device data was submitted to technical services for engineering review. The code 1005 indicated a high shock impedance value was recorded. Engineering review of the device data confirmed three high impedance measurements were associated with the second induction episode. For that episode v-2, the programmed vector was rv coil to can. The shock on t registered an open impedance (>125 ohms) and two subsequent rescue attempts in that episode had impedance values of 118 and 120. The first induction, v-1, the programmed vector was triad and in the third induction, v-3, the programmed vector was rv coil to ra coil. For these inductions, the shock impedances were in the low to mid 50 ohms range. Technical services discussed that the induction shock on t is much lower in amplitude than a therapy shock and is likely to measure a higher impedance value that the resulting shock attempts to convert. This does not appear to be a device issue, and shocking into a high impedance will not damage a device. It was noted the physician was considering adding another coil with a competitor¿s adapter to improve dfts. However, this device was explanted and replaced with a competitor's device the following week because the physician did not trust the device after the code 1005. No changes were made to the implanted leads, and no additional leads were implanted. No additional adverse patient effects were reported.